Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that prior to use the cardiosave intra-aortic balloon pump (iabp) had a display signal issue. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and upon investigation they reinstalled system software b.17 and this cleared the issue. The fse stated that it may have been an issue with the video generator board. The fse calibrated and passed all functional and safety tests per factory specifications.